Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on the right ventricular (rv) lead. The plan is for the field representative to check the patient with the physician. This rv lead remains in service. No adverse patient effects were reported.